Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted in the rca. During the procedure plaque shift occurred and was treated with the implantation of a second resolute onyx des.

Manufacturer narrative:
Additional information: patient is a smoker with a history of peripheral vascular disease. Index procedure was prompted by a positive functional study. Site confirmed no plaque shift/carina occured. Second stent was implanted to treat dissection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - dissection patient code added. If information is provided in the future, a supplemental report will be issued.